Event description:
Pt on 6 lpm nasal 02 via e cyl. With guage reading 2200 psi at start of session. Pt using same 02 cyl. For greater than 45 min. And gauge never dropped below 1500 psi. Changed tank out due to other incidents and found tank empty. Gauge still reading 1500 psi.